Event description:
A hospital in the (B)(6) reported that a patient became unstable while using an rt340 adult breathing circuit and that the physician noticed a difference in the volume of air entering the circuit and the volume of air returning to the ventilator. When the physician replaced the circuit, patient became stable once more.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected for damage and pressure tested. Results: the visual inspection revealed that the evaqua limb was punctured next to the proximal connector. The pressure test revealed that the circuit was out of specification due to leakage from the observed hole. A lot check revealed one other similar complaint for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital had indicated that the circuit had been in use for about 24 hours before it leaked, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).